Event description:
It was reported that shaft break occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. A 2.50 x 16.00 mm synergy xd drug-eluting stent was advanced for treatment. However, while advancing the device into the body, the shaft broke. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.